Event description:
A shockwave coronary c2 aero intravascular lithotripsy (ivl) catheter was used to treat a lesion in the coronary arteries. There were no problems removing the device from its packaging or removing the balloon protective sheath. There was significant air present in the endoflator tubing. A new stopcock and endoflator were then used, and a total of 20 ivl pulses were delivered. However, the distal balloon did not fully inflate. A small crack in the catheter hub was reported by the operator, and the balloon could not deflate or be retrieved. Thus, the catheter shaft was cut, and the balloon was able to deflate and be successfully retrieved from the patient. A new 3.0mm shockwave c2 aero was used without issues, delivering all pulses , and there were no patient sequelae reported.

Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported failures of catheter hub damage, unable to inflate, and unable to deflate could not be confirmed. Per the investigation, the balloon was able to successfully inflate and deflate within the c2 aero product specification. There was no damage to the shaft or the hub that was noted during the procedure. The hub section of the catheter was inflated and no leaks from the hub were noted. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.